Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms during bolus and basal. Blood glucose level at the time of the incident was 140 mg/dl. The customer reported that this issue had been ongoing for about one month before the call. The customer reported that he experiences high and low blood glucose levels, but did not provide values. The call was disconnected before troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.